Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided, a2: age at time of the event: unknown / not provided, a3: gender: unknown / not provided, a4: patient weight: unknown / not provided, g4: premarket identification PMA/510(k) #: k013227.

Event description:
It was reported that an implant at tooth site # 36 was removed due to a fracture at the collar.

Event description:
It was reported that an implant at tooth site # 36 was removed due to a fracture at the collar. Upon investigation a removal tool fractured inside the implant. This complaint refers to the fracture implant.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvwb11, (impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, apparent bone / tissue attached to external threads. The implant was observed fractured at the collar region, and a fractured removal tool fragment was identified stuck inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1278682. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1278682 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿fracture implant¿ based on the investigation and risk management file review, the most likely root causes determined from the investigation are parafunctional habits/patient factors, or customer error. Therefore, based on the available information, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.